Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was found ruptured and leaked before tracheal intubation. There was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately, a visual inspection was performed and it was observed the cuff presents a small cut, the failure mode cut in cuff. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the cuff. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.